Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause could not be determined as product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a pump stop alarm, purge flows high and with low purge flows. The motor current climbed and eventually shut off. The team was unable to restart the pump after several attempts. Decision was made to remove the pump and withdraw care. After the pump was removed, the patient extubated and died shortly after. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.